Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the following works were carried out: the fse replaced the touch screen, performed a functional check and returned the unit to the customer in a usable condition.

Event description:
It was reported that during the equipment inspection of the cardiosave intra-aortic balloon pump (iabp) the touch panel had a poor response and was not working well. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).